Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(4) 2014; 419478 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for low right ventricular (rv) lead impedance. It was further reported the lead exhibited noise. The patient was seen in clinic, isometrics were performed and the noise was unable to be reproduced in any vector and repeated impedance measurements were normal. The rv lead remains in use and the patient will be monitored closely. No patient complications have been reported as a result of this event.